Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to high blood glucose levels. The patient reported the pod was not sticking well to the skin. Symptoms reported dehydration. The pod was removed in the ER and was discarded. The patient was treated with insulin (10 units) and fluids, and was released after spending 5 hours in the ER.